Event description:
It was reported that the lights from the front panel of the light source were blinking. The issue occurred at preparation for use for a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction likely occurred due to failure of the scope socket; however, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.